Event description:
On 17 apr 2008, the sales representative reported that the pt's initial surgery was in 2006 and on an unk date, the pt fell after surgery. The surgeon performed a revision surgery to explant the rod and screw. The surgeon did not implant any more hardware. Add'l info received on 08 may, 2008 via telephone, the sales representative reported that the screw had broken midpedicle and the surgeon left a unilateral construct.

Manufacturer narrative:
No product will be returned. The hospital kept the product. Investigation pending.